Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a sensor glucose of 311 mg/dl confirmed by fingerstick at 310 mg/dl, and the caller was unsure of the cause despite the pump and infusion site appearing to function normally; a site change was offered given the possibility of infusion set or site-related delivery issues, but the user deferred and agreed to reassess shortly thereafter. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no hospitalization, no emergency care, and no alerts or alarms reported. Investigation included remote troubleshooting and education focused on potential infusion set or site occlusion and a plan to reassess glucose trends, with a conditional site change if values did not decline. Investigation of this case revealed no confirmed device malfunction and no confirmed component failure, with the event considered user-reported hyperglycemia of unclear cause that could be consistent with infusion site or set performance issues. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.